Event description:
It was reported that during a laparoscopic sigmoid resection procedure, they went down below, inserted the circular stapler and proceeded to pull through the suture line with the trocar portion of the circular stapler. They engaged distal proximal to the anvil portion to the trocar. Locked in, she could feel and hear it. As it began to crank down after it was fired, the anvil popped off. It became disengaged. The same event happened on a second circular. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). Evaluation summary: device a arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was placed on the device completely and without any difficulties. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. Device b arrived in good visual condition void of staples and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. It should also be noted when attempting to reattach the detachable head or anvil do not clamp across or grip on the locking springs when as it might not click into place. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no components were noted to be damaged and the anvil was placed on the device completely and without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.